Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified right posterior tibial artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. The balloon was inflated twice at 10 and 14 atmospheres. During the procedure, on the second inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem with no damage observed. The rupture was located from the center of the balloon at the shape of a pinhole. The procedure was completed with a different device. There were no complications reported, and patient status was good.